Manufacturer narrative:
Updated for report submission date, for contact information, for awareness date of new information, report type and report that the device was not received for analysis. (B)(4).

Manufacturer narrative:
Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.